Manufacturer narrative:
Concomitant medical products: w1dr01 ipg ,implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) feels very large in their chest and they have a hematoma, bruising and pain at their incision site and around their breast. It was also noted that the incision site was not fully closed and was bleeding. It was also reported that the ipg is by the patient's armpit. It was later reported that the patient had experienced an infection and pericardial effusion. The ipg and chronic right ventricular (rv) and right atrial (ra) leads were explanted and replaced. No further patient complications have been reported as a result of this event.